Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts at the distal portion of the crimped stent were damaged and distorted. Stent struts from the 6th row to the 10th row from the distal stent edge were damaged. This type of damage is consistent with the stent encountering resistance while advancing the device and subsequent withdrawal of the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered.   The target lesion was located in a calcified vessel. A 32x3.00mm synergy¿ stent was selected; however, the device was unable to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.